Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was externally rescued as a result of the device undersensing the patient's ventricular fibrillation (vf). It was noted that the patient has a non-boston scientific product, left ventricular assist device (lvad) implanted as well. Additionally, the r-waves were low, approximately 1.5 mv after the lvad was implanted. The patient was to undergo a device interrogation and further evaluation. At this time, the device system remains in service. No additional adverse patient effects were reported.